Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart a cold reset was performed. The blood glucose level was unknown. Customer stated that the insulin pump receiving another unexpected restart after a battery change. Customer also stated that the insulin pump received an external ram crc error. Customer stated that the alarm did not occur during rewind and passed the self-test. The product will return for the analysis.

Manufacturer narrative:
Unit alarmed unexpected restart after battery change and resets time/date to factory default due to connector voltage leak at interface board. However, unit passed the self-test and displacement test. No unexpected external error alarm noted during testing.